Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventative maintenance (pm) a getinge field service engineer (fse) discovered that the battery slot #2 on the iabp console would not read any battery information correctly, but battery slot#1 would. To fix the issue, the fse replaced the power slot interface pcb, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported during a preventive maintenance (pm) ) by a getinge field service engineer (fse), that the cardioave intra-aortic balloon pump (iabp) could not read any battery in slot # 2. No patient was involved and no adverse event was reported.